Event description:
It was reported that small metal shaving came off of the monopolar curved scissors instrument during sterilization. At this time, the account has not reported an incident of particulate coming off on an instrument during a procedure. No add'l info was provided. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for instrument accessories related complaints from the same account. MFR report #2955842-2007-00029, MFR report # 2955842-2007-00031.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that part of the main tube had scratches and material removed at the distal end. The cause of the instrument wear is still under investigation. If add'l info becomes available a f/u MDR will be submitted.